Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the patient sustained a burn surrounding a trocar site incision. The permanent cautery hook (pch) instrument was used with the affected trocar site. During the procedure, the surgeon reported that the first pch instrument used was not "acting appropriately", was difficult to control, and was replaced with a second, backup pch. There were no reports of arcing or sparking with the use of the first pch. Monopolar energy settings were set to classic, coagulation 2, and cut 3. At the end of the procedure, after undocking the robot, a burn at one trocar site was identified. The pch was used in that trocar. The burn surrounded the entire incision of the trocar. The burn was excised, and the incision site was approximated and closed with suture. The patient is recovering well with no reports of any incision site issues.